Manufacturer narrative:
This report is being filed, to provide additional information in h.6 and h.10. Investigation: per internal medical review, the device did not cause or contribute to the patient death. Root cause: based on the information from the clinical and investigational findings, the cause of the patient's death was, due to the pre-existing disease condition. A definitive root cause for the platelet loss remains undetermined. Possible causes may include, but are not limited to patient disease state and/or blood physiology. A less than optimal cp

Manufacturer narrative:
Investigation: the customer provided 3 pictures to aid in the investigation. All three pictures display the patient's complete blood counts confirming that the patient's platelet counts progressively dropped from 110e3/ul to 60e3/ul, followed by 40e3/ul. A disposable history search found no other reports of similar issues associated with this lot. The device history record was reviewed for this lot. There were no issues noted that would have contributed to the loss of platelets and the subsequent patient death as experienced by the customer. Investigation is in process. A follow up report will be provided.

Event description:
During the procedure IV calcium gluconated was given. Per the customer, prior to the procedure the patient¿s vitals were normal (p 90, bp 130/60, rr 20, temp 98.4, spo2 100%). During the procedure, the patient¿s pre procedure platelet count was 110x109/l but one hour later the procedure it was 60k and the next day morning it was 40k. The patient developed hematuria since morning.

Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation: per the customer, the customer prime (cp) was 49-50 from beginning and for last one hour it was 52. The run data file (rdf) was analyzed for this event. A conclusive root cause for the platelet loss reported for this procedure could not be identified. The dlog and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). The operator made no changes to the default packing factor or collect pump flow rate, and there were no excessive pump pauses during the run. No signs of aggregation were observed in the aim images. The cp varied from 49-52 for throughout the procedure. This is not considered an unusually high cp for cmnc procedures. The cp is the main value used to optimize the collection. For cmnc procedures, the system defaults to a cp of 50 but it can be set anywhere between 10 and 90. This should be changed during the run to meet the unique conditions of each patient and the desired outcome for the product. Typically, if the patient has high wbc and platelet counts a lower collection preference needs to be used. If the patient has low counts, a higher collection preference should be used. The average value for the cp during the run was 50. The operator did adjust the cp slightly, by one or two points, later during the run. The data recorded from the rbc detector (i.e. R/g ratios) indicated the concentration of cells flowing through the collect port were in the lower range expected for cmnc procedures. Due to the higher patient counts, it is likely that decreasing the cp further may have helped increase the collection efficiency. It is also possible that the patient disease state and blood physiology influenced the collected product. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer, the day after leukocytapheresis was performed on a patient newly diagnosed as aml, their platelet count dropped from 110x10^3 to 40x10^3 and the patient developed hematuria. Per the customer, no chemotherapy was started yet and there was no physical evidence of coagulopathy. The customer reported that the operator selected a continuous mononuclear cell (cmnc) collection procedure instead of a white blood cell depletion (wbcd) procedure. Per the customer, the patient passed away few days after the procedure due to cardiac arrest. This report is being filed due to patient death, though at this time there is no allegation that the device caused or contributed to the patient death. Patient identifier is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Event description:
Per the customer, a platelet transfusion was given for the platelet loss. No autopsy was conducted.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, b.5, g.5 and h.6. Investigation is in process. A follow up report will be provided.